Event description:
It was reported that the patient sought treatment from doctor in approximately 2008 for neck and back pain. The doctor recommended cervical fusion surgery on the patient to alleviate her pain. The doctor performed a surgery during which rhbmp-2/acs was used. Immediately following surgery, the patient's pain increased in intensity in her neck and her back. The patient continued to follow up with doctor and complained of the new and increased pain. The patient attempted to relieve her pain from surgery with various types of therapy and treatment, but nothing helped her discomfort. The patient continues to suffer from severe and constant back pain due to complications from the surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.